Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, the valve was reported to be positioned properly at a depth of approximately 5 mm. Following the implant, the gradient had improved but moderate-severe paravalvular leak (pvl) was noted. It was reported that the valve appeared to be constrained at the inflow portion of the frame. The temporary pacemaker was turned on at 180 beats per minute (bpm) and balloon aortic valvuloplasty (bav) was attempted, however, when the balloon was partially inflated, it quickly deflated as it appeared to "watermelon seed" and jump toward the aorta. The same issue occurred during a second bav attempt. The third attempt to inflate the balloon was successful and the frame visually expanded. After the balloon was removed, angiography revealed that the valve had dislodged and was now positioned at a depth of 0 mm. The pvl was still moderate-severe. Subsequently, a second valve was successfully implanted at the correct depth (6 mm distal to the first valve). The patient was reported to be recovering well following the procedure. No associated adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.